Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer stated she received several no delivery alarms. Troubleshooting was done and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Advised the customer that the insulin pump was functioning as designed and also advised to try a different infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.